Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/18/2016: litigation received. Litigation also alleges pain, discomfort, elevated metal ions, and inflammation. There is no new information that would change the existing invesigation. This complaint was updated on:1/25/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/8/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, revision surgery, decreased range of motion, decreased mobility, increased risk of dislocation and additional revision surgeries, metal toxicity and a spontaneous fracture of left hip in 2014. Medical records reported that patient had morning stiffness, neck pain, right posterior thigh pain and on x-ray reportedly there was a minimal amount of calcification at tip of greater trochanter. Revision surgical records reported cystic erosion changes, significant effusion, foreign body synovitis with brown and black staining, corrosion, and osteolysis in bilateral hips. Pathology reports noted chronic inflammation and chronic metallosis from bilateral hip tissue. There were no metal ion lab result reports within medical records reviewed at this time. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 27, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address osteolysis. Upon revision corrosion was noted. Update rec¿d (B)(6) 2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no additional information to report. The complaint was updated on: (B)(6) 2015.